Event description:
This rv lead was implanted on (B)(6) 2007 and will be explanted on approximately (B)(6) 2012. Dr. (B)(6) wants to avoid any future issues with this lead and wants to explant it. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).